Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an intexen porcine dermal matrix on or about (B)(6) 2005 for stress urinary incontinence." It was alleged the plaintiff "suffers from pain and severe urinary incontinence, amongst other complaints and issues." It was further alleged the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and "emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.